Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this left ventricular (lv) lead was performed. Analysis showed that the allegation of this lead could not be confirmed by analysis and no anomalies were noted. The wire was passed through the lead at crm with no issues noted.

Event description:
It was reported that this left ventricular (lv) lead was attempted due to placement difficulty and wire was getting stuck in the lead. The lv lead was never in service. No adverse patient effects were reported.